Event description:
It was reported that the hand side product of the guidewire was lifted and came off from the start of transurethral lithotripsy procedure. The procedure was completed with another of the same device. No patient complications were reported. Analysis of the retuned device identified sleeve detachment.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of sleeve detached. Block h11: investigation results: the returned sensor wire was analyzed, and a visual evaluation noted that the sleeve detached. During magnification, it was observed closely that the sleeve was detached, also its possible to see the remaining of the glue. There was no problem detected with polytetrafluoroethylene. The observed sleeve detachment could be related to handling and manipulation of the device during procedure, it is possible that an excess of force applied to the device such as operational factors during the use could lead to detachment of the sleeve from the guidewire. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.